Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle device after a peripheral intervention procedure using a 6f sheath. Reportedly, the suture came out with the needles after deployment. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual analysis was performed on the returned device. The reported suture malposition was not confirmed; however, there was an observed link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. It is likely that the returned device is not the complaint device. However, the results of historical investigations, returned device analyses, and case information analyses all point to the same causes of patient anatomy or interaction with the patient anatomy, or link pulled until it breaks for these complaint types. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: e1 - city: updated from merrionette to alsip.